Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for removal is: "capsular contracture baker grade unknown, firmness, breast abnormal appearance, severe pain, and looks like it is upside down."

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported "capsular contracture baker grade unknown, firmness, breast abnormal appearance, and severe pain" and "looks like it is upside down." Device remains implanted. This is the right side record.

Event description:
Health professional confirmed a baker grade IV.